Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively,  following an open heart procedure the right atrial (ra) lead had possibly damaged and exhibited undersensing / no sensing, no capture and low impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.